Event description:
Impaired hepatic function. In 2000, this pt underwent an adhesiotomy and one sheet of seprafilm was applied to the abdominal cavity. Pansporin was administered to prevent post operative infection. On the first day post operative, impaired hepatic function, (got, gpt, gamma gtp and total bilirubin) was noted. Neo minophagen was increased and continued 8 days. Nine days post operatively, the pt's hepatic function improved and the pt recovered. The treating physician assessed the event as possibly related to the use of seprafilm. No further info is anticipated.